Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that it was not possible to move with the fenestrated bipolar forceps instrument. The procedure was completed by using a back-up instrument of the same kind. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument remained, it was not possible to move it in any direction. The movement was not opposite/ reversed direction than commanded by surgeon. The movements of the surgeon scaled appropriately to the instrument. The timing of instrument movement was appropriate. There were no shakiness and/or frictions detected. There was no instrument-to-instrument or system arm-to-arm interference.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.